Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, the lesion was pre-dilated with a coyote balloon. Then, the small peripheral cutting balloon was used for additional dilation; however, it was noted that the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.